Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have premature battery depletion (pbd). Subsequently, the device was explanted and replaced successfully with no patient complications reported. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The product has returned for analysis.

Manufacturer narrative:
The device was returned, and analysis was completed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The device was put through and passed the automated electrical testing, passed longevity lifespan to out of service 105.9%, operated normally, and the battery depleted normally.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have premature battery depletion (pbd). Subsequently, the device was explanted and replaced successfully with no patient complications reported. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.